Event description:
Title: infection, device rupture. Description: france. It was reported that a patient who had breast augmentation surgery in (B)(6) 2025 has now developed an infection. It was suggested that the separator channel may have been advanced beyond the limit of the marking tools and that the implant may have ruptured during injection. The patient required emergency surgery in (B)(6) 2025 (sn not provided.).

Manufacturer narrative:
Establishment labs has not received the unit involved for analysis yet. Additional attempts to get more information about the event will be required. In the meantime, the following information has been reviewed: dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture occur when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿. Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. - shell manufacturing: no deviation or abnormality detected - gel mixing: no deviation or abnormality detected - primary packaging: no deviation or abnormality detected - sterilization: no deviation or abnormality detected - second sterilization round: no deviation or abnormality detected - secondary packaging: no deviation or abnormality detected - labeling: no deviation or abnormality detected. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.). Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time.

Manufacturer narrative:
1. Overview the quality department (pms) received a complaint involving a motiva® device. 2. General conclusion device involvement: a causal relationship between the reported event and the device has been established. Event characterization: the event was classified as a device rupture associated with the use of the injector. 3. Technical investigation summary motiva implant - laboratory testing laboratory evaluation was conducted in accordance with wi-001048 "pms laboratory testing units." Key findings include: visual inspection: during the visual inspection of the unit, a device rupture was identified. The rupture displayed a circular pattern, similar to those observed in the laboratory test "impact of lubricious conditions on implant deployments." Microscopic analysis: microscopic examination revealed marks on the shell, these marks differ from those typically caused by spontaneous tears in the implant shell or cutting marks (surgical damage), as outlined in the sid-(B)(6) "visual aid for cutting marks inspection." Shell compliance testing: mechanical and material integrity testing confirmed that the implant shell met all applicable international specification standards. Motiva injector - laboratory testing visual inspection: during the visual inspection of the unit, no damage or defects were found in the injector device. Injector deployment: deployment testing was conducted according to tm-001028 test method for injector deployments. Summary test description: the pressure and vacuum systems were verified and confirmed to operate within their calibrated ranges (70¿80 psi / 4.82¿5.51 bar and 20¿30 inhg / 508¿762 mmhg, respectively). Implant and injector identifiers were recorded; the micro transponder was confirmed functional; and the implant was visually inspected and hydrated with no anomalies observed. The injector nozzle was examined and found free of structural or coating defects; its hydrophilic coating was successfully activated and demonstrated adequate lubricity. Under controlled vacuum conditions, the implant was loaded into the nozzle and subsequently deployed onto the test grid using regulated air pressure in a single, continuous actuation. Note: the evaluation was executed with a new experimental nozzle and implant. The objective was to assess the injector¿s functional performance during deployment, which was completed successfully and in compliance with the defined test method. Test result analysis the motiva injector successfully complied with tm-001028 test method for injector deployments. All functional verifications¿including pressure and vacuum system checks, implant preparation, nozzle inspection, coating activation, vacuum-assisted loading, and controlled deployment¿were completed within specified parameters and without anomalies. The device demonstrated proper operational performance, confirming that the injector met the defined test requirements under the evaluated conditions. No deviations were observed, and the results are considered acceptable. Infection was not confirmed due to insufficient clinical evidence. 4. Dfu and labeling evaluation the alleged event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: (B)(4) directions for use establishment labs silicone breast motiva implants® ergonomix2® with zen® breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI f ilms to scan for signs of rupture. The importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed. Several causes can damage or deform the implant, such as a pressure lower than that required for implant deployment or if the internal surface of motiva injector® is not properly hydrated. If implant rupture occurs, refer to the motiva implants ergonomix2® smoothsilk® directions for use. The doctor must use his/her clinical judgment to remove the implant from the surgical pocket. (B)(4) motiva injector directions for use. Warnings care during surgical insertion and subsequent procedures: motiva injector® must be used exclusively with the indicated implants according to the specific size, as shown in figure 2. Not following this indication may lead to implant deformation and/or rupture. Motiva injector® is intended for a maximum of three cycle uses without compromising the implant¿s integrity. Using it more than three times can conduct to a potential deformation and/or rupture of the implant. Do not deploy the same implant more than once. Deploying the implant more than once may lead to potential deformation and/or rupture of the implant. Do not adjust or modify the preset value of the pressure regulator of the motiva injector®; changing this value may result in implant deformation/rupture and/or patient injury. The regulator comes with a preset value from the manufacturing process that regulates the maximum inlet pressure into the handle. Not following vacuum and air-pressure connection requirements for suction and deployment steps may compromise the device¿s structural integrity and/or lead to device failure, which may result in implant deformation/rupture and/or patient injury. Not following coating hydration steps properly may cause implant deformation and/or rupture. The nozzle¿s inner surface must be fully hydrated before use. Once the nozzle is hydrated, deploy the implant within 10 minutes. Lubricity of the coating is diminished when allowed to dry. Re-hydrate if needed. Implant damage several causes can damage or deform the implant, such as a pressure lower than that required for implant deployment or if the internal surface of motiva injector® is not properly hydrated. If implant rupture occurs, refer to the motiva implants ergonomix2® smoothsilk® directions for use. The doctor must use his/her clinical judgment to remove the implant from the surgical pocket. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Literature reference: handel, n., garcía, m. E., & wixtrom, r. (2013). Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132(5), 1128. "A number of risk factors for rupture have been identified; the most common cause is surgical instrument damage." 5. Device history record (DHR) review (motiva implant) a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. 6. Trend and signal monitoring the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.